Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was for the subject device. One depth gauge for 2.0mm and 2.4mm screws, part number 319.006, lot number 7459554, was received with the following complaint description: ¿the tip of a depth gauge for 2.0mm and 2.4mm screws broke while being washed after surgery¿. The 319.006 depth gauge is an instrument routinely used in the 2.4mm lcp distal radius system per the technique guide. The associated drawings for the subject device were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The complaint condition of broken tip procedural step unknown is confirmed as upon visual inspection the hooked needle stem of the device is broken off as the base of the black body (the broken stem is approx. 75mm in length) and was not returned. The complaint device shows light wear consistent with use during its 4 year lifespan. The damage appears to be the result of rough handling/excessive force; however, the exact root cause could not be identified. A service and repair evaluation was performed and the results were reported in medwatch follow-up report #2. This evaluation was mistakenly cited as an investigation summary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Service history review: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is august 27, 2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A second service history evaluation/review was performed. The investigation of the complaint articles has shown that the customer reported the tip of the depth gauge broke. The repair technician reported the protective sleeve was missing. Tip broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on (B)(4) 2015. The evaluation was confirmed. An investigation summary was performed. The investigation of the complaint articles has shown that: the complaint condition of broken tip procedural step unknown is confirmed as upon visual inspection the hooked needle stem of the device is broken off as the base of the black body (the broken stem is approx. 75mm in length) and was not returned. The complaint device shows light wear consistent with use during its 4 year lifespan. The damage appears to be the result of rough handling/excessive force; the exact cause could not be identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no patient involvement. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a depth gauge for 2.0mm and 2.4mm screws broke while being washed after surgery. It did not break during a surgery and there was no patient involvement. This is report 1 of 1 for (B)(4).